Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a distributor regarding a patient receiving gabalon at an unknown dose and concentration via an implantable pump for cerebral palsy. It was reported that progression following implant was favorable. However, exudate retention in the pump pocket was observed in (B)(6) 2020 (no specific date). In late (B)(6) 2020, because infection was suspected as well, the patient was placed under observation by administration of an antibacterial agent. Although there were signs of improvement, removal was under consideration due to fear of becoming severe. When a laparotomy was performed for the purpose of pump removal ((B)(6) 2020), there was a tendency for improvement, and spasticity also improved. Debridement was performed, and the pump was preserved. Continuous treatment was decided. The pump was not removed, and the patient was placed under observation. The outcome was ¿unrecovered¿. The classification of severity was ¿3 (serious)¿. It was confirmed that the patient frequently scratched the skin near the pump pocket, and this was presumed to be one of the causes. The causality was not related to the drug, pump, catheter, programmer, or surgical procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare professional (hcp) via a distributor. It was reported that signs of infection were not improved, so the pump was removed. After that, there was a tendency of remission. The adverse event was in remission in (B)(6) 2020.